Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported after implantation of intraocular lens (iol), a crack or torn on lens noticed. The lens was removed during initial and replaced with same model lens. There was no patient harm.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Iol returned pressed down into well area of iol case base. Solution is dried on the iol. Both haptics are intact. The optic is scratched/marked-rejectable with loose fibers. The product investigation could not identify a root cause for the reported complaint ¿lens was cracked/torn¿. The product was subject to handling and damage to the lens was highlighted post implantation. The returned iol shows evidence of handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (scratched/marked - rejectable optic) would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).